Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air water nozzle was clogged with foreign material, however, the specific material could not be identified and the cause for the clog could not be specified. The nozzle was not reported to have been deformed or broken and no information was available on reprocessing and handling of the device by the user. The event can be detected and prevented by following the instructions for use (IFU) which state: ¿-inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. - inspection of the endoscopic system, - inspection of the air-feeding function, and - inspection of the objective lens cleaning function¿. ¿reprocessing manual_ precleaning the endoscope and accessories -warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. -flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. -flush the air/water channel with detergent solution. - remove detergent solution from all channels¿. Olympus will continue to monitor field performance for this device.

Event description:
Customer returned this device for a repair of an issue inside a channel with no malfunction of the device. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that black foreign material particles were inside the nozzle and exiting the nozzle. This is likely due to insufficient reprocessing of the device. This medwatch is being submitted for the reportable issue of the black foreign material inside and exiting from the nozzle as observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that black foreign material particles were inside the nozzle and exiting the nozzle. This is likely due to insufficient reprocessing of the device. Due to clogging of the nozzle, air supply volume did not meet the standard value. Other observations for the device are: due to wear of angle wire, bending angle in up direction does not meet the standard value; due to wear of forceps elevator (fe) lever, up/down knob cannot be locked securely; light guide (lg) lens has a crack; connecting tube has a dent; and bending rubber adhesive is detached. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.